Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: e1 (event site city) the 7.5fr side port sheath was returned with no visible blood on the component. A leak test was performed on the sheath and a leak was observed from the side port sheath stopcock. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The side port sheath stopcock leaked, confirming the reported problem. This issue has been determined to be a supplier manufacturing issue and scar 26-srf-cadi-145 was initiated to investigate the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that the attached sheath was inserted to insert the intra-aortic balloon (iab) catheter, a leak was confirmed from the connection between the three-way stopcock of the sheath's side port and the tubing. Therefore, the sheath was replaced with a terumo 8f sheath and the iab catheter was inserted. There was no patient harm or injury reported.